Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported guide wire separation was confirmed. The reported difficult to remove was not confirmed as the exact conditions encountered by the device during the procedure could not be replicated in a testing environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and the observations from the returned analysis, the investigation determined that the reported issues and subsequent treatment appear to be related to circumstances of the procedure. Factors that may contribute to difficult to remove include, but are not limited to, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, it is likely that circumstances of the procedure contributed to the reported issue as it was reported that the stent wrapped around the guide wire which led to the reported resistance during removal and guide wire separation. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. H6 correction: health effect - impact code updated from 4614 to 4641.

Event description:
Subsequently after the initial report had already been filed, during removal of the guide wire, the tip separated. An attempt was made to snare it out, however, snaring was unsuccessful and the tip remains in the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a mid left anterior descending coronary artery. Upon placing a non-abbott stent over a 190cm hi-torque balance middleweight universal ii guide wire, the stent wrapped around the guide wire. During removal, resistance was noted and the guide wire separated, leaving the distal end in the patient anatomy. No additional information was provided.